Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.50 x 12 mm xience alpine referenced is filed under a separate medwatch report number.

Event description:
It was reported that following the successful deployment of a 3.0 x 28 mm xience alpine stent in the left anterior descending (lad) coronary artery, the lesion in the mid diagonal was found to be worse than was initially thought. Therefore, it needed to be stented also. The 2.50 x 12 mm xience alpine stent delivery system (sds) was advanced, but was unable to cross through the struts of the previously implanted xience alpine stent to reach the diagonal. During removal, the sds became stuck on the whisper guide wire so they were removed from the anatomy as a unit. Upon removal from the anatomy, the stent struts were found to be flared. A new whisper guide wire and 2.50 x 12 mm xience alpine sds were used to successfully treat the lesion in the mid diagonal coronary artery and complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). The device not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 2.50 x 12 mm xience alpine and/or the anatomy during removal resulted in the 2.50 x 12 mm xience alpine to became stuck on the whisper guide wire, thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.